Event description:
It was reported that during a sleeve gastrectomy procedure, the clips did not form, they were completely open. The surgeon completely closed the firing trigger and the clip did not drop from the device. A competitor¿s device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Stomach. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? The firing noise was different. Did somebody other than the primary surgeon fire the instrument? Yes. Was there a recent conversion to ees devices in this account or with this surgeon? No.